Event description:
It was reported to boston scientific corporation that a hydrothermablation endometrial ablation system was used in a hydrothermablation (hta) procedure performed on (B)(6), 2010. According to the complainant, the console rebooted approximately five minutes into the procedure, during the ablation, although the exact time is unknown. After rebooting, the console displayed the check sum message as if it was just turned on. No power fluctuations occurred during the procedure, and all connections were verified. The procedure was successfully completed with this device. There were no patient complications reported as a result of this event, and the patient is reported to be "doing well."

Manufacturer narrative:
The device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Manufacturer narrative:
The console was returned to nexcore for evaluation and the complaint was confirmed; the unit reset at the end of the first logic/wet test. Nexcore replaced the cpu, and also the overlay, top card guide, and urethane foam tape on the heater receptacle assembly. During the final test, the unit would not heat up to 90 degrees. Nexcore found the power supply was bad, and was therefore replaced. A final logic/wet test was performed, and the unit passed each of the three times. The most probable root cause for this complaint is wear and tear.

Event description:
It was reported to boston scientific corporation that a hydrothermablation endometrial ablation system was used in a hydrothermablation (hta) procedure performed on (B)(6), 2010. According to the complainant, the console rebooted approximately five minutes into the procedure, during the ablation, although the exact time is unknown. After rebooting, the console displayed the check sum message as if it was just turned on. No power fluctuations occurred during the procedure, and all connections were verified. The procedure was successfully completed with this device. There were no patient complications reported as a result of this event, and the patient is reported to be "doing well."